Manufacturer narrative:
(B) (4).

Event description:
It was reported that the pt experienced symptoms of withdrawal. The pt stated that she thought she could not breathe and that she felt like she was dying. The pt was "verbal" and combative in the ER. The pt's husband stated that the pt's condition was "serious". She was back to the ER on friday. The pt stated that he physician cut down the concentration and dosage of the pump medication. She felt that is was not as effective for her symptoms. The pt reported she was seen by a neurologist who provided her with some oral medications in conjunction with the pump. The pt stated that she had a medical nerve condition that had her re-admitted to the hospital as of (B) (6) 2010. The medication being delivered via the device system were morphine, dilaudid, baclofen and the pt stated "other meds" as well. Additional info has been requested, a follow-up report will be sent if additional info becomes available.